Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective hard drive that was removed and replaced. The system software was re-loaded. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system was reported to have lost an image from a pt's file. All other images present for achieve. No negative effect to pt reported.